Manufacturer narrative:
Updated sections: b4, e2, e3, g3, g6, h2, g7, h10, h11corrected sections: b5, b6, b7, d5, d10, e1(name & tel #), h6(health clinical & impact)

Event description:
It was reported that the cs100 intra aortic balloon pump has a battery malfunction. There was no patient involvement,

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h10, h11 corrected fields: d1, d4, e1 a getinge field service engineer (fse) was dispatched to investigate the issue. After the diagnosis, the fse found that the battery was defective and needed to be replaced. However, the fse stated that the customer was not interested in purchasing new batteries at this time. The fse later confirmed that the unit was repaired by the customer and working.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and determined that the battery needs to be replaced. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra aortic balloon pump has a battery malfunction. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.